Event description:
The pt has two leads (from the same lot) for off-label use. It was reported the pt was not receiving adequate coverage. It was also reported, the pt was receiving stimulation in an unintended area. The pt's doctor believed the leads had either migrated or where not implanted correctly. As a result, the doctor relocated the pt's leads on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.